Event description:
It was reported that pump experienced repeated malfunction alarms with malfunction code 12, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to continue using current pump and switch to backup insulin method if needed, while technical support arranged shipment of replacement pump with updated software.